Event description:
Report received of an independent change in the programmed delivery mode. The device was received with a note that stated, "set to infuse in the pca mode, pump changed to continuous mode". There was no tracking information in order to obtain specific event or patient information. There was no adverse patient event reported. Multiple unsuccessful attempts were made to obtain additional information.